Event description:
It was reported that the balloons on two catheters would not deflate. No patient complications were reported. Catheters were disposed at the hospital. Not returning.

Manufacturer narrative:
The catheters were disposed.